Event description:
The device was returned for an unrelated issue. During functional testing, the device displayed "pacer fault 122" and "pacer fault 126" messages. There was no pt involvement in the reported malfunction.